Event description:
The customer reported to olympus that after turning on the high flow insufflation unit, selecting the cavity mode, pressing the start insufflation´s button the display turns off and a continuous beep sound. The fault occurs repeatedly. Entering in the service mode the error log showed the error code number 3. The event occurred during preparation for use. There was no patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. Based on uhi-4 technical guide (troubleshooting), e03 is an error code indicating tube pressure sensor error. The probable cause was likely the connection failure of the tube to be connected to the sensor or a faulty patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.